Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 69 mm diameter aneurysm of the descending thoracic aorta. Length of the non-aneurysm proximal neck was 30 mm, proximal diameter of non-aneurysm aortic neck was 36 mm, distal diameter of non-aneurysmal aortic neck was 32 mm, length of distal neck was 35 mm, and the minimum diameter of the main access vessel was 10 mm. The shape of the distal neck was parallel sides. It was reported that a type iii endoleak was observed at the aortic isthmus. The subtype of endoleak was not reported and no intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received and it was reported that the type ia endoleak was observed in 2 follow up visits. A pet scan showed no anomaly on the tevar. It was reported that the patient expired. The cause of death was reported as acute respiratory failure due to severe sepsis (urinary and pulmonary primary sources, with a doubt about endocarditis), and a deterioration of the patient's general condition. If information is provided in the future, a supplemental report will be issued.